Event description:
International customer reported that a patient underwent cardiac surgery for an acute cardiac infarction in early 2009. Two surgical drains were placed at the end of the procedure; one at the surface of the diaphragm and the second between the fifth or sixth intercostal space of the chest. The patient developed hypotension three days later. An intrathoracic hematoma was diagnosed by x-ray and the patient subsequently returned to surgery. The surgeon observed a hematoma of approximately 2000 cc and a tear on the intercostal placed drain at reoperation. The source of the bleeding was identified as the vein between the fifth and sixth intercostal space. The surgeon opines that cardiac pulsation transferred to the drain and caused the drain to contact the intercostal vein to subsequently erode or puncture the vein.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.